Manufacturer narrative:
Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the audiologist, following surgery for implantation, the patient was hospitalized for two and half weeks due to csf leak along with a fever and inability to walk. The patient is reportedly recovered and doing well.